Event description:
The initial reporter received questionable elecsys ft4 ii assay results for two patient samples tested on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The patient received the result and did not believe it. She compared the result to the result she obtained from another laboratory that uses a chemiluminescent microparticle immunoassay (cmia) laboratory method. The patient consulted his doctor regarding the results which prompted a rerun of the sample. On (B)(6) 2022, sample (B)(6) had an initial ft4 result from the module of 3.81 ng/dl. The reference range is 0.93-1.70 ng/dl. On (B)(6) 2022, the patient's ft4 result from the other laboratory was 0.98 ng%. The reference range is 0.70 - 1.48 ng%. On (B)(6) 2022, sample (B)(6) had a repeat ft4 result from the module of 1.49 ng/dl. The reporter then reviewed the qcs on (B)(6) 2022 and noted that they were within the specified ranges. The reporter reviewed the qcs on (B)(6) 2022 and noted that they were out of range. They then reran patient samples from this period and discovered another sample with a questionable result. Sample (B)(6)'s initial ft4 result from the module on (B)(6) 2022 was 3.72 ng/dl. The repeat ft4 result from the module on (B)(6) 2022 was 1.51 ng/dl. The reagent lot number is 593219. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The lot number is 59321903 with an expiration date of 31-dec-2022. The 23-aug-2022 qc recovery was within the specified range. The 24-aug-2022 qc recovery was out of range. The alarm trace showed multiple abnormal probe sucking and abnormal aspiration alarms on the date of the event close to the time the sample was processed. This is an indication of possible poor sample quality. The field service engineer (fse) inspected the module and found that the issue was caused by a degraded pinch valve. He then replaced this part. The customer monitored the issue after service and noted that all qc and patient results were within acceptable ranges. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.